Event description:
An attempt was made to deploy a 2.25mm diameter x 24mm length endeavor resolute rx drug-eluting coronary stent in a pt. The target lesion located in the circumflex was described as severely calcified and was pre dilatated. It was reported that resistance was encountered advancing the relevant device across the lesion and upon withdrawal, the physician noted that the stent was damaged, the pt is reported to be fine and no other sequelae were reported. Medtronic has received the stent and its analysis has been completed. The stent was returned in a sealed pouch stapled to the product shelf carton. The stent delivery system was not provided for evaluation. Eleven segments at one end and three segments of the stent at the other end were intact. The remaining segments in the middle were stretched and deformed. However, both ends appeared to be slightly pinched. Info received from the account confirmed that resistance was encountered advancing the stent across the severely calcified lesion and on withdrawal of the device. Although the lesion was pre-dilated for 2 inflations with a balloon catheter, the pre-dilatations may not have been sufficiently effective in opening the lesion, and this may have resulted in the resistance experienced during delivery of the relevant stent. The damage noted on the returned stent most likely occurred during the failed attempt to cross the target lesion and / or subsequent withdrawal from the vessel. It is unclear if the stent dislodged from the balloon during advancement and/or withdrawal of the device or if the stent was removed from the balloon post removal of the device from the pt. The device was inspected prior to use with no abnormalities noted. Based on the info available, the device has not been identified as the root cause of the event. The root cause of the event was most likely due to the pt lesion morphology. Damage to the stent and failure to delivery the stent are listed as an inherent risk of the procedure.

Manufacturer narrative:
(B)(4). Evaluation results: (severe calcification). (Damage to the stent, failure to deliver the stent and stent dislodgement). Conclusion: (severe calcification).